Event description:
It was reported that the cylinders of an Inflatable Penile Prosthesis (IPP) had extruded into the patients urethra and was visibly emanating from the urethral meatus. The patient presented with seizure, which was not related to the device, and during the examination the extrusion was noted. A surgical procedure was performed during which de IPP was removed. The reservoir was unable to be successfully explanted due to dense adhesions; it was drained and retained. No further patient complications were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable US product data has been included in this report.Model Number/Catalog Number: 72402960.Serial Number: N/A.Batch/Lot Number: 409635008.Model/Catalog Description: RESERVOIR 100 ML IZ.Unique Identifier (UDI) #: N/A.Model Number/Catalog Number: 72403900.Serial Number: N/A .Batch/Lot Number: 410493007.Model/Catalog Description: PUMP TACTILE IZ.Unique Identifier (UDI) #: N/A.The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the events of Adhesions and Extrusion were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of Adverse Event Related to Patient Condition was assigned to this investigation, as the patients condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.